Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(4) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Event description:
An ophthalmic surgeon reported observing postoperative inflammation of an unspecified eye two months following an intraocular lens implant procedure. Additional information has been requested. A product sample is not available because it remains implanted in the patient's eye.

Manufacturer narrative:
Upon further review it was determined that this reported event was duplicated. (B)(4)

Manufacturer narrative:
The product was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved cartridge and handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for use with the indicated cartridge. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary market hold and issuance of the market caution letter has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).